Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motion sensor test failure during the rewind process. The patient's blood glucose at the time of incident was 200 mg/dl. During troubleshooting the insulin pump failed the self test. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. However, the device was not returned or replaced since the insulin pump is out-of-warranty.